Event description:
During in clinic follow up, oversensing was observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the oversensing observed was post-paced t-wave oversensing (pptwos). The device was reprogrammed to resolve the event.